Event description:
This lead was implanted on (B)(6) 2004, and remains implanted at this time. It was reported to technical services on (B)(6) 2012, that this patient has cellulitis and an infection. It will be explanted at some time. No further information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).